Event description:
On (B)(6) 2014, the lay user/reporter contacted lifescan to report an issue programming the calibration code number on the onetouch ultra2 meter. The sr. Medical surveillance specialist classified the complaint based on the information provided to customer service. On (B)(6) 2014, at 7:00 am the patient had an issue setting the reported meter with the correct calibration code number for the lot of test strips in use. After the attempted use of the meter, the patient took her usual dose of insulin taken on a sliding scale. Five hours afterwards, the patient experienced the symptoms of shaking, sweating and irritability. The patient did not seek any medical attention or treatment. The patient manages her diabetes with insulin taken on a sliding scale. The issue was resolved with troubleshooting and patient education. The meter, test strips and control solution were replaced. The patient¿s technique was incorrect by not properly setting the meter¿s calibration code number. However, as the patient allegedly suffered symptoms suggesting severe hypoglycemia after taking insulin without benefit of a blood glucose reading, this complaint is being reported.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. Pt age and weight: not provided.